Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that at a recent device check the battery gas gauge showed beginning of life (bol) however, the magnet rate was at 90 bpm indicating less than 6 months remaining. The patient stated that they wanted their device replaced as a result of the reading. Boston scientific technical services (ts) was consulted and suggested and memory analysis be done to rule out any device issues.